Manufacturer narrative:
It was stated in the complaint that a patient claimed that during an examination his hearing was harmed. Despite several requests about the severity of the hearing problem, no further information was provided. The customer informed siemens that the patient was waiting for the results of the insurance company and would get in contact with siemens if necessary. Until now the patient has neither contacted the customer nor siemens again and it can only be assumed that no serious injury occurred. No further incidents have been reported with this system and we conclude that the system works as specified. Furthermore, all tune-up and quality assurance tests were found to be within specification. The root cause for the hearing problems described by the patient could not be determined. For safety reasons appropriate hearing protection needs to be provided to the patient. The magnetom verio operator manual (page a2.-20) and the system owner manual (page a.1-11) provides instructions and warnings regarding noise levels and the respective hearing protection required (section "hearing protection data"). Magnetom verio operator manual- mr system, syngo mr b17 - order no. M6-04001.621.02.02.02, system owner manual magnetom verio - print no. M6-04002.629.02.03.02. It is recommended to follow the instructions given in the operator manual in order to avoid such incidents in the future.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred following treatment on the magnetom verio system. A patient reported suffering from hearing impairment following an MRI exam. Additional information regarding the patients current status has been requested for investigation. No further details are available at this time.